Event description:
The customer reported he did no know what happened with the newport double lead screw. He opened the tray and the tab was broken. He said he was unsure if it happened in a surgery or during the cleaning process. He stated there was no further information he could provide.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated on the reported information.